Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead had dislodged into the right atrium. The lead was explanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.